Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the devices returned by the end-user. This is a combined initial and final report.

Event description:
A returned dacapo powerpack showed a broken housing and electrolyte leakage. It was confirmed that the user did not come into contact with any electrolyte fluid and no injuries or damage to health is reported.